Manufacturer narrative:
(B)(4). Failure to follow instructions (use in another manufacturer¿s stent graft). This MDR is being submitted as part of a retrospective review/remediation effort performed at the aptus (B)(4) location, following medtronic¿s acquisition of aptus endosystems. This activity is being managed through medtronic¿s aptus integration plan.

Event description:
Another manufacturer's 28 stent graft was placed and extended up with another manufacturer's 24 stent graft. Endoanchoring was being performed in a 40mm captivia cuff that had been placed under the renals in a 34mm aneurysm neck. Two endoanchors were attempted to be placed at the 9 o'clock position and were mis-deployed. During first stage deployment, the physician believed he had penetration but it was not sure if there was solid back pressure during deployment. Both endoanchors were snared and retrieved. No clinical sequelae were reported and the patient is fine.